Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
A defective nav-ring was reported. The unit was not in use and there was no patient or user harm.

Manufacturer narrative:
G4:14aug2020. B4:15jan2021. The customer evaluated the device and confirmed the reported problem. The touchscreen was not operational. The customer replaced the front bezel and the reported problem was resolved. The root cause of navigation-ring failures was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.